Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headaches, dizziness, sinus infections, wheezing, shortness of breath and use inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to having headaches, dizziness, sinus infections, wheezing, shortness of breath. The patient uses inhaler in response to the event. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manuifacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam in the device enclosure and airpath, suggesting the source is external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was also observed. The manufacturer can confirm that there was no evidence of sound abatement foam degradation in the base unit. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health impact code has also been updated to reflect the no health consequences or impact. Section h6 updated in this report.